Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 154 mg/dl. Customer stated water sprinkled on it the prior to the alarm occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assemblies. The device had cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip.